Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results of 165mg/dl and 105mg/dl on (B)(6) 2014 at 05:49 pm, 190mg/dl and 138mg/dl on (B)(6) 2014 at 09:33 pm and 98mg/dl and 125mg/dl on (B)(6) 2014 at 12:50 am when testing with the lifescan meter. All tests were performed within 20 minutes or less of each other. This complaint is being reported because based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision, and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products for evaluation. If the products are returned, lfs will evaluate them and inform the FDA of products that do not pass inspection in a supplemental report.